Event description:
Nurse was caring for a newborn. Nurse discovered that the lipid syringe that was running (at 1.9ml/hr) had formed a crystallization on the clave and the lipids were running down the tubing. She called for help from another nurse. This nurse recommended using a new syringe, tubing, and clave. These were all changed out. Then about 6 hours later the nurse found the new clave was also leaking and observed crystallization on the clave attached to the lipid syringe. Syringe, clave and tubing were examined and all were found to be secure but it appeared the clave was still leaking. The clave and syringe were once again changed out. This was the fourth incident of leaking clave found during a week's period. All of the identified lot numbers were pulled from the store room and the ICU nursery supply cart. The distributor of the product, hospira was contacted and the sales representative will be picking up the product pulled from storage.

Event description:
Nurse was caring for a (B)(6) baby girl. Nurse discovered that the lipid syringe that was running (at 1.9ml/hr) had formed a crystallization on the clave and the lipids were running down the tubing. She called for help from another nurse. This nurse recommended using a new syringe, tubing, and clave. These were all changed out. Then about 6 hours later the nurse found the new clave was also leaking and observed crystallization on the clave attached to the lipid syringe. Syringe, clave and tubing were examined and all were found to be secure but it appeared the clave was still leaking. The clave and syringe were once again changed out. This was the fourth incident of leaking clave found during a week's period. All of the identified lot numbers were pulled from the store room and the ICU nursery supply cart. The distributor of the product, (B)(4), was contacted and the sales representative will be picking up the product pulled from storage.